Manufacturer narrative:
The suspect test strips and customer meter were received for investigation and were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.4 inr and 2.1 inr. Donor hct: 48% and 49%. Testing results: donor 1: master lot / customer strip and meter 2.5 inr/ 2.6 inr. Donor 2: master lot / customer strip and meter 2.2 inr/ 2.2 inr. The obtained results were in the allowed range, no error messages occurred,and the returned and retention material met the specification. Medwatch fields device available for evaluation and device evaluated by manufacturer were updated.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) for two patients when compared to a laboratory using dade innovin reagent. Of the data provided, only the results for one patient were discrepant. The result from the meter was 3.5 inr and the result from a laboratory sample drawn immediately afterward was 2.6 inr. On (B)(6) 2017, the patient was retested. The meter result was 5.3 inr and the laboratory result was 4.1 inr. On unknown date, the patient was retested a third time. The meter result was 3.9 inr and the laboratory result was 3.1 inr. There patient was not adversely affected. The patient had no anemia, heparin, antiphospholipid antibodies, or other anticoagulants. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 152885-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.